Event description:
It was reported to philips that the system was unable to boot up. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system on site and confirmed that the system was unable to boot up. Review of the system log file showed that there was malfunction in the pdu fan tray and dcps. Upon troubleshooting, fse found that fan power supply tray was damaged. To resolve this issue, fse replaced pdu fan tray and dcps (direct current power supply). The defective component was returned to philips for analysis and found that psu02 was defective. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.